Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2012. During the procedure, the motor drive unit would not activate the disposable handpiece. The procedure was completed the case with a second unit with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the motor drive not activating, turning the blade, was due to a broken set screw on the cpc flex coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.